Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. Product ID: 8711, lot# j11008r65, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received lioresal (2000.0mcg/ml, 640.8mcg/day) in an implantable pump intractable spasticity. The system was removed on (B)(6) 2016 due to infection. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.